Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self-test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no low battery alerts noted. The pump was received with cracked battery tube threads, a stripped battery cap coin slot, a cracked reservoir tube lip and minor scratches on the display window. The drive support cap and end cap was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer's blood glucose level was 113 mg/dl at the time of the incident. The customer reported crack around the reservoir compartment and on the bottom of the pump. The customer stated that the drive support cap is loose. The insulin pump will be returned for analysis.